Event description:
A facility reported a suspected positive biological indicator that was processed inside a sterrad 200 unit. It is unknown if the load was recalled and additional information has been requested.